Event description:
In late 2008, the patient stated that her blood glucose elevated to 350 mg/dl the day before, due to a bent infusion site cannula. Symptoms of elevated blood glucose were thirst, frequent urination, and feeling tired. The infusion site had been in place for 1/2 a day. She stated that she inserts infusion sites into her abdomen and she avoids scar tissue. She disconnected from the infusion device and began injection therapy. She stated that she will reconnect to the infusion device now that her blood glucose has returned to normal. Her normal blood glucose range is 100-130 mg/dl. She was sent an infusion set insertion device. Upon follow up four days after the original date, the patient stated that her blood glucose is "really good now" and she has reconnected to the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.